Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/14/2016 with the following findings: pump boots to the verify screen with audible and vibratory features. A rewind, load and prime sequence was performed successfully with no errors or alarms. No hypersensitive or stuck keys were observed on the keypad. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had primed while attached to the pump, resulting in blood glucose of 30 mg/dl. Patient was lethargic and had to be woken by spouse. Their was no indication of pump malfunction and the patient continues on the pump. Customer support attributed the hypoglycemia to training/misuse. This complaint is being reported as use error of the pump resulted in hypoglycemia.